Event description:
It was reported that the table moved downward on it's own during a case. There was no patient injury or adverse event reported.

Manufacturer narrative:
It was reported that the table allegedly moved downward on it's own during a case. There was no patient injury or adverse event reported. After further investigation, it was determined that the customer was using a recalled hand pendant which led to the unintended movement of the table. The pendant was removed from the customer site and we did ensure that they received replacement hand pendants as well as received information from the bio med that all other hand pendants onsite were the new, replaced hand pendants from the recall.